Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was set by the doctor but was unable to fire. The stapler was removed, reset, re-introduced, placed around the tissue, but still could not or did not fire. However, around the base of the tissue, closed staples were noticed. The doctor felt that when the company test fired the stapler, they did not reload. A second stapler was opened and used without incident.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. This prevented the instrument from firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this product states: failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The staplers are equipped with a safety interlock which prevents the handle from being squeezed a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the re ported condition. If information is provided in the future, a supplemental report will be issued.